Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was capped due to capture issues. The physician was unable to extract the lead so they capped it. No adverse patient events were reported. Should additional information be received, this file will be updated.